Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and postlaminectomy pain. It was reported that the patient was charging too frequently. The patient said that it doesn¿t last more than three days before it goes dead and she was told that it would last a month before it goes dead. The patient hadn¿t seen the physician in a long time. There were no patient symptoms reported.